Manufacturer narrative:
(B)(4).

Event description:
The patient reported that on (B)(6) 2021 she was out at dinner and she had a couple of anxiety attacks which weren't too bad, but during that time the vns went off as normal but then did not stop when it was supposed to. She said it stayed on for at least a couple of hours and eventually turned off. Later that evening it came back on even stronger and would not go off again. At that point they disabled the device with the magnet. She noted that on wednesday she removed the magnet but the device did not come back on until later that night. It went back off on it's own and she didn't feel anything until thursday when it would come on very strongly. She noted that the vns has stripped her vocal cords; to where she sometimes can't talk. She said it also caused a lot of pain in her chest so she went to see a cardiologist and they told her that everything looked good. She said that the magnet seems to be working but it kicks in stronger than it should and doesn't turn off until her seizures is over. It was also noted that she turned her neck recently and felt crazy shocking sensations while she was blow-drying her hair. The patient's device had been at low settings for a while and was turned up about a month prior, but she was fine until these events began suddenly. The patient stated she has not had any trauma. System diagnostics were performed with the patient's head turned in different directions and all results were normal. The physician believes there is an issue with the generator and possibly the lead causing the adverse events. The doctor also observed some swelling at the neck incision site and it was sensitive to touch. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
The patient's generator was replaced. The explanted generator was received but analysis has not been completed to date. No further relevant information has been received to date.

Event description:
Product analysis was completed on the generator. The reported allegation of ¿erratic stimulation¿ was not duplicated in the pa lab. In the pa lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the device performed according to functional specifications. In addition, the septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids. There were no performance, or any other type of adverse conditions found with the pulse generator. No further relevant information has been received to date.